Manufacturer narrative:
The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. .this is two of two reports (3007042319-2016-00672 and 3007042319-2016-00673) submitted for devices related to the same event.

Event description:
It was reported this patient experienced an "electrical fault "alarm ten days post lvad implant procedure. A driveline connector cleaning was performed per fs0008 rev 03. The patient was transferred to the intensive care unit and an electrocardiogram (ECG) was performed. Log file review revealed "front b phase and rear b phase partial open". The pump was stopped for approximately 3 minutes. The last report received indicates that the patient remains hospitalized. Investigation is ongoing.

Manufacturer narrative:
The controller, (B)(4), was returned for evaluation, various analyses were conducted and reviewed in order to evaluate the performance of controller in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed several electrical fault alarms for the reported event date. Heartware has initiated an internal investigation to further evaluate issues related to driveline connector contamination leading to electrical faults. The most likely root cause of the electrical fault alarms is contamination by foreign material, as observed in the field and found during testing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2016-00672 and 3007042319-2016-00673) submitted for devices related to the same event.

Manufacturer narrative:
This patient is not under any clinical study. The controller, con190487, was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of controller in relation to the reported event. Analysis of the controller revealed that the device failed to meet specifications; the device passed functional testing, but failed visual examination due to foreign material found on the controller connector. The information available suggests that the reported electrical fault alarms were caused by contamination/foreign material of the driveline cable connector. Based on the investigation conducted, the most probable root cause has been attributed to design/training issues. Heartware has initiated an internal investigation to further evaluate issues related to driveline connector contamination leading to electrical faults. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2016-00672 and 3007042319-2016-00673) submitted for devices related to the same event.